Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm (encr402312 / 8848370) was used for an endovascular embolization procedure. During the procedure, the user reported the incomplete expansion of the enterprise2 stent. The physician then used a micro-guide wire to massage the proximal markers of the stent, in an unsuccessful attempt to fully open the stent. The physician then implanted a new stent inside the first stent to complete the surgery. The procedure was prolonged about 20 minutes. There were no reports of patient harm. The event was reported as such, ¿incomplete expansion. It was reported that during procedure, stent was placed and released in target site. Physician observed that distal markers of the stent were opened well, but 2 proximal markers of stent were converged which did not fully open or expand as intended, then physician used micro-guide wire to massage the proximal markers of the stent, but they still could not open fully. Then the physician released the second stent in the first stent and completed the surgery. The microcatheter was not replaced. The procedure was prolonged about 20 minutes. The patient is in stable condition now.¿ additional information was received on 15-oct-2024. Summary: per the information received, the distal tips of the arch section were not overlapping the neck of the aneurysm. The device did not appear damaged at any time. It is unknown if there were vessel or aneurysm factors that may have contributed to the incomplete expansion. The blood flow was not restricted. No severe vascular tortuosity at the target site was observed. The 20 minutes prolonged procedural delay was not considered to be clinically significant. This additional information has been reviewed. No changes regarding the reportability determination nor coding were required.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device remains implanted; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The incomplete expansion of the enterprise2 vascular reconstruction device could lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. Potential causes include vessel characteristics, interaction with the concomitant microcatheter, and/or circumstances of the procedure. Since the incomplete expansion required additional interventions (¿massage¿ with guidewire and implanting an additional stent) to fully open the device and preclude patient injury, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.